Manufacturer narrative:
Two add'l occurrences of this product problem were observed by the customer. Add'l info on these occurrences can be found in the following mdrs: MDR 2245270-2014-00013 and MDR 2245270-2014-00015. A malfunctioning device was returned to vygon u.s and was forwarded to vygon sa (the manufacturer) for device evaluation and complaint investigation. The results of this investigation are still pending, and will be forwarded to FDA upon its completion via a f/u MDR.

Event description:
Feeding tube markings are rubbing off around area that is touching baby. Feeding tube needed to be replaced because there was no clear indication if tube was migrating.